Event description:
Customer reported the system would not power up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the input power damping resistors had been cut. Replaced resistors. System operates as intended.